Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to double counting of qrs signals. Programming changes were made and the asymptomatic patient was stable.